Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that the patient with this implantable pacemaker stated that the device is not functioning properly and does not want to have it replaced. This device remains in service. No adverse patient effects were reported. Additional information indicates that the patient with this implantable pacemaker was recently seen and rep confirmed all was fine. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker stated that the device is not functioning properly and does not want to have it replaced. This device remains in service. No adverse patient effects were reported.